Event description:
It was reported that a device was used during a laparoscopic low anterior resection. When the first device was taken from the sterile package it was noticed that there were staples protruding from the device. A second device was used. When the device was fired the audible crunch was not noticable. Upon inspection of the staple line, the surgeon noted that the staples were malformed. Another device was used to complete the case without incidence.